Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned high results for 13 patient samples tested for elecsys ft4 iii (ft4 iii) on a cobas e801 module. Based on the data provided, the results for 5 patient samples are a reportable malfunction. The high results for 2 patient samples were reported outside of the laboratory. It is not known if the high results for the other 3 patient samples were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 38033003 with an expiration date of 31-dec-2019. Calibration signals were slightly lower than expected. Qc results were within the acceptable range. Abnormal aspiration and sample foam detection alarms were observed on the alarm trace from the day of the event. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.